Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-06509, 06511. It was reported the pt has not used his scs system for several yrs. The pt stated he did not receive effective stimulation coverage for his pain. An sjm rep met with the pt and attempted to interrogate his system but was unable to establish communication. The pt will meet with his physician to discuss the next course of action. Surgical intervention may be undertaken at a later date. The pt has two leads from two different lot numbers. All possible devices are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.